Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months post implant, the right atrial (ra) lead exhibited apparent intermittent under-sensing on the atrial lead, possibly contributing to inappropriate event termination. The ra lead remains in use. No patient complications have been reported as a result of this event.